Manufacturer narrative:
The instrument service history review revealed no additional service tickets associated with discrepant /erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends. Review of the product monitoring review identified no similar issues related to the alinity system or discrepant results as described in this ticket. Device history review did not identify any non-conformances related to the current issue. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or deficiency was identified for the alinity c processing module, sn (B)(6).

Event description:
The customer observed a falsely depressed calcium result generated on an alinity c processing module for one patient. Sid (B)(6) initial result = 3.6 mg/dl, repeat result = 8.9 mg/dl (normal range 8.4-10.2 mg/dl). There was no impact to patient management.

Event description:
The customer observed a falsely depressed calcium result generated on an alinity c processing module for one patient. Sid (B)(6) initial result = 3.6 mg/dl, repeat result = 8.9 mg/dl (normal range 8.4-10.2 mg/dl). There was no impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.